Event description:
Radiant warmer canopy would not move from the center position, or would only move a short distance one direction due to failed swivel joint. The same thing has occurred on four units for the same model and age within the last year. The swivel joint failed, but the canopy remained securely attached and otherwise functional. Four serial numbers of failed units are included in this report. Two were found during routine inspections, and two others were discovered and reported by users.